Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that, although a cause was not fully determined, a connection issue between the ra lead and crt-d were thought to be a potential cause of the noise and intermittent high impedance measurements.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right atrial (ra) channel leading to inappropriately stored atrial tachy response (atr) episodes. Noise creating false atrs. Intermittent jumps in impedance measurements u to 2535 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's ra lead were also observed. The field representative stated that after they programmed the rate response trend feature off, no further episodes of noise were seen. Boston scientific technical services (ts) was consulted and reviewed the episodes. Ts agreed that it appeared the rate response trend on the crt-d was oversensing in combination with the intermittent high out of range ra pacing impedance measurements. The cause of the high impedance was unknown. The crt-d and ra lead remain in service and no adverse patient effects were reported.